Event description:
On 4/8/98 nellcor puritan bennett rec'd a call. Reporter called to report the following problem. All leds on with a constant single tone alarm and no volume delivered. Found during bench testing.